Event description:
It was reported that (1) mcm20 was used during an mastectomy procedure. It was reported by the rep that after the procedure was completed the circulating nurse reported to the nurse manager with the instrument in the original packaging and stated that "the instrument locked up and would not fire". A new instrument was opened and the case continued with no further complications. There was no consequence to pt.